Event description:
It was reported that this right ventricular (rv) lead exhibited spontaneous lead perforation and confirmed via computed tomography scan (CT scan). In addition, the patient presented to the hospital for heart failure symptoms. Patient was then brought in the electrophysiology (ep), and lead extraction was performed. This rv lead was replaced with the same model in the rv septum and the rv lead will be returned for analysis. No additional adverse patient effects were reported.